Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call, the insulin pump will rewind when she completes the prime sequence. The device will first alarm no delivery then it will rewind. Every time she believes the device completes the rewind process and the device is going to function, it will rewind. The call was dropped. Customer called back. Customer's blood glucose was 77 mg/dl. Customer changed the complete set and the device continued to alarm no delivery when priming. Customer then state the device had alarmed low battery and when she attempted to remove the battery cap it broke. The device has been alarming every five minutes with different alarms. Customer's doctor stated the device needed to be replaced and the customer was reverted to a backup plan. Customer's mother is not returning the device for analysis.